Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. No motion sensor test failure alarm noted during testing. The displacement test could not be performed or the motor position encoder error alarm verified due to motor error alarm. The device also had a scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer stated that the alarm history also showed two motor error alarms, a motor position encoder error alarm and a motion sensor test failure alarm. The blood glucose at the time of the incident was 360 mg/dl; treated with manual injection. Troubleshooting performed. The device was returned for analysis.